Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The diameter of the aortic neck was 18 mm, it was 16 mm in length and had a 15 degree angulation. The vessels had mild calcification. The bifurcated stent graft was accurately deployed right below the left renal artery. The contralateral limb was implanted and it was extended with an iliac extension down to the level of the left hypogastric artery. An iliac extension was implanted on the right side to extend the ipsilateral limb. It was reported that there was an endoleak that was thought to be at the gate area; therefore, the decision was made to place a limb; however, after the limb was implanted, the endoleak was still present. This area was ballooned and the endoleak was still present. Two balloons were placed and inflated; one in each limb and the endoleak was still present. It seemed to be a proximal type 1 endoleak, therefore, a palmaz stent was implanted proximally and post dilated with a 10 x 2 mm balloon. The endoleak was still present, so the decision was made to not further intervene and evaluate for the endoleak at the 30 day follow-up. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Required intervention. Endoleak. Unknown cause of endoleak.